Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that as he was implanting an exeter v40 stem he noticed that the intermediary packaging / film that is removed at the point the device enters the sterile field did not pull back as expected. The film appeared to be in layers and one layer did not come away properly. The external box was as expected and the innermost layer of packaging was intact. The scrub team were nevertheless concerned that sterility had been compromised and did not implant the device. An alternative device was on hand to complete the case. There were no adverse consequences or delays to surgery as a result of the reported event.

Manufacturer narrative:
An event regarding a packaging issue - delamination - involving exeter stem packaging was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned and it was confirmed that the inner tyvek was delaminated. -medical records received and evaluation: there were no medical records provided for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the lisi supplier investigation concluded that the delamination is caused by the inner tyvek not correctly centered on the inner blister and stuck on the outer seal flange. Ncr was opened to investigate on the 17th nov 2015 for this issue. This ncr will be linked to the previous nc as the affected lot was packaged before the implementation of the corrective action. A review of the event by supplier quality confirms that this event is within the scope of CAPA.

Event description:
The surgeon reported that as he was implanting an exeter v40 stem he noticed that the intermediary packaging / film that is removed at the point the device enters the sterile field did not pull back as expected. The film appeared to be in layers and one layer did not come away properly. The external box was as expected and the innermost layer of packaging was intact. The scrub team were nevertheless concerned that sterility had been compromised and did not implant the device. An alternative device was on hand to complete the case. There were no adverse consequences or delays to surgery as a result of the reported event.